Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent button, due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. Insulin pump received with cracked battery tube threads and minor scratches on lcd window.

Event description:
It was reported that the insulin pump alarmed button error and cannot be cleared. Blood glucose value is 142 mg/dl. Nothing further reported.